Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No further information is available at this time.

Manufacturer narrative:
Health professional should have been selected on the initial report.

Manufacturer narrative:
Analysis was normal. No anomalies were found.